Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on (B)(6) was the first day they tried using the patient programmer because since (B)(6) they had been going nonstop. The patient noted it got worse on (B)(6). The patient stated the vibration was really fast and she had not touch the hand-held programmer. The patient reported uncomfortable stimulation. The patient stated the healthcare professional (hcp) told her the implant was on the right and the battery was on the left. The patient was initially trying to connect on the right and kept encountering poor communication, once the patient switched the left side, they were able to make connect. It was noted that stimulation was on program 2 at 1.1 the patient decreased stimulation and that eliminated the uncomfortable stimulation. The patient stated they decreased at 1.0 and stated the feeling went away. It was noted they had an appointment on (B)(6) 2017. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-(B)(6) the patient reported that the going non-stop and lack of effect had been resolved.